Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found that the helix was clogged with blood/tissue and over-torqued due to procedural damage. The reported events of perforation, dislodgement, failure to capture, oversensing and low pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. No shorts were found.

Manufacturer narrative:
Correction: g3- previously submitted report should have had reportable awareness date of 1 aug 2021 entered for g3 rather than left blank.

Event description:
It was reported that the patient presented in clinic upon receiving shocks from their implantable cardioverter defibrillator. Computed tomography (CT) scan was performed and found that the patient's right ventricular lead was dislodged and had perforated the cardiac wall. The lead made contact with the intercostal tissue, resulting in inappropriate high voltage therapy due to noise over-sensing. Interrogation of the device found the lead was also failing to capture, exhibited r-wave amplitude variation, and exhibited low pacing impedance. It was determined by the physician to revise the lead. During the revision procedure, it was noted that the lead helix failed to be retracted and thus the physician elected to explant and replace the lead. The patient was stable post-procedure.